Manufacturer narrative:
Multiple lots were addressed medical device lot # 5211935, medical device expiration date: 07/31/2020, device manufacture date: 07/30/2015. Medical device lot # 5252621, medical device expiration date: 08/31/2020, device manufacture date: 09/09/2015. Results: 48 samples were received and evaluated for defective locking of the safety with no defects. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in safety cap was falling off or not locking into place. No injury, no medical intervention was reported.